Manufacturer narrative:
Section h5: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of broken pin in a mobile power unit (mpu) patient cable was confirmed. Visual inspection confirmed the bent pins. The cable was replaced and the mpu went through a full functional checkout before being returned to the customer site. The root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook and heartmate iii instructions for use (IFU) section 3 ¿powering the system¿ informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient has a broken pin in the mobile power unit patient cable.